Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. The missing crimp was approximately 0.046¿ x 0.032¿. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, an unspecified wire within the fenestrated bipolar forceps instrument became disconnected. Afterwards, the customer could not remove the instrument through the cannula. The port was removed and re-inserted in order to remove the defective instrument. No fragments fell inside the patient as a result of the reported event. The procedure was completed and no patient harm, adverse outcome, or injury was reported.